Manufacturer narrative:
The UDI number for this complaint is: (B)(4). Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Manufacturer narrative:
A device history record review was completed and documented that device met all specifications upon distribution. The reported condition bond - tubing to reservoir stopcock - detached malfunction code was escalated to product risk assessment. A subsequent field corrective action was initiated. In addition, a CAPA was opened to investigate the non-conformance. The UDI number is: (B)(4). Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Manufacturer narrative:
One vamp jr. System was returned for evaluation. Blood was visible inside and on top of proximal sample site. The complaint was confirmed to be detached pressure tubing. Pressure tubing had been detached from bond joint with vamp jr proximal stopcock. Indication of bonding material was visible on some locations of tubing bonding surface area. Tubing outside diameter, 0.1085", measured near the point of detachment, was within specification. No other visible damage was observed from the kit. It is common clinical practice to inspect all products before usage. These products are used by highly trained clinicians, experienced in identifying and mitigating any hazards that arise during use. In addition, they are used in critical care units or ors where patients are closely monitored. If the pressure tubing becomes detached during use, it will affect the pressure waveform, which will immediately alert the clinician to begin the troubleshooting process. In this case, there were no patient impact. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
It was reported that while using this vamp jr., the connection would become loose and then disconnect. It was unable to reconnect. There is no patient injury reported. Patient demographics are not available.